Event description:
The IV bag remained full and the pump did not alarm. It continued to count the infusion as if it were infusing into patient. It then alarmed "infusion complete", after set time, even though bag was full. If the patient were on vasopressors, this could have been a catastrophic event.